Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating evidence that the device was prematurely deployed. Microscope examination was performed, and it was found that the bushing hooks were deformed and hits were found on the hooks. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and side a was found to be within specification while side b was out specification. A further dimensional examination was performed on the braided shaft to further analyze the deployment issue, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was advanced down the scope to close a defect. Upon opening and closing on the tissue, the clip was then able to grasp and lock, but would not release from the catheter to deploy. The clip was tried to open and close multiple times, but it would still not release. The catheter was slowly removed, and the procedure was completed successfully with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was advanced down the scope to close a defect. Upon opening and closing on the tissue, the clip was then able to grasp and lock, but would not release from the catheter to deploy. The clip was tried to open and close multiple times, but it would still not release. The catheter was slowly removed, and the procedure was completed successfully with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.